Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had an issue with its port, it was automatically activated without pressing the activation switch. There was no patient injury.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The customer reported that the device had an issue with its port, and that it was automatically activated without pressing the activation switch. The reported condition was confirmed. This unit does not meet the requirements for a manufacturing or service failure, a device history review or service history review is not required. If information is provided in the future, a supplemental report will be issued.